Event description:
It was reported that the ventilator had a backup alarm failed error. There was no patient involvement when the event occurred. The machine was checked by the customer, and a backup alarm failed error appears. The error log was checked and 1104-post backup audible failed error was found. The customer removed and refixed all boards and cables, but the same problem persisted. He changed the battery, but the problem was not solved. A field service engineer was dispatched to the site. The fse replaced the cpu pcb. Now the machine is working fine.

Manufacturer narrative:
(B)(6).